Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) and possible diabetic coma on (B)(6) 2025. The patient initially stated the diagnosis given was diabetic coma; the patient also mentioned "the blood was acidic because there was no insulin". The patient's blood glucose levels reached 53 mg/dl and later raised up to 535 mg/dl while wearing the pod between 24 and 36 hours. According to the patient, she received two automated delivery restriction alert the day before seeking medical attention. The patient reportedly bolused 12 units of insulin, she later called paramedics due to the persistent high bg and worsening symptoms she experienced. Symptoms reported include hyperglycemia, malaise, polydipsia, vomiting, weakness and body aches. The patient was reportedly treated with intravenous fluids, insulin and medication for nausea and vomiting. The patient was discharged on (B)(6) 2025, after 3 days in the hospital.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, diabetic coma and diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.0.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. Beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626. Welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755. Puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158.